Manufacturer narrative:
A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) one colleague infusion pump with channel c damage. The reported condition occurred during patient use in the ICU. The therapy was stopped 1 minute. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "channel c damage". This device utilizes user interface module master software version 5.03.00 categorized as unremediated. Evaluation: the condition of channel c damage was confirmed and duplicated due to fluid intrusion on the pump head module power harness and pump head module printed circuit board. The device was returned unrepaired due to estimate refusal by the customer. (B)(4).